Manufacturer narrative:
The product investigation was completed. Device evaluation details: carto 3 manufacturer investigated the issue based on the study digital data. It was found that the issue is related to defect. The defect is being handled per defect management process. The history of customer complaints reported during the last year and associated with carto system # 11653 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # 11653, and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. The issue is related to an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and the medical team identified an "acl data streaming error" and lost all signal. There were no available ECG (electrocardiogram) signals at all, no means with which to monitor the patient's heart rhythm at all. The team restarted the piu (patient interface unit) which fixed the issue. When this occurred, the physician had a catheter in the patient's heart. After a 10-minute delay, the issue resolved and the case was completed.